Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found an insulation abrasion at 25.4cm-25.6cm from the proximal cut end of the lead. The abrasion was consistent with constant friction to another implantable device.